Event description:
It was reported that the helix of the lead could not extend during an implant and the required number of turns was exceeded. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.